Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photographic evidence or physical samples were accessible to investigate the reported condition. Our quality engineer team conducted a comprehensive review of the device history record for the provided material number 383512 and lot number 3152250. This review did not uncover any abnormalities during the production process that could have caused this defect, and all quality tests were found to be within the specified standards. Unfortunately, the exact cause of this incident could not be determined based on the information available. We will continue to track and analyze complaints related to this device and the reported condition in order to identify any emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd nexiva single port leaked at the catheter/hub junction. The following information was provided by the initial reporter: there is a defect on the catheter hub that leaked fluid after placing this IV. Had to poke patient again for IV placement. Did the event directly, or indirectly involve a patient or user? It directly involved a patient if patient impact, please provide any available patient information including: name, age/ date of birth, sex, weight, ethnicity, race, other relevant history including preexisting medical conditions. That information is not available. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. The defect in the IV caused fluid to leak after being placed. The patient had to be poked again. Please confirm what was being infused. Normal saline flush is the only thing that was put through this catheter please confirm the sequence of events until the leakage occurred. It leaked right after placement, with the first flush.